Event description:
It was reported that an edi catheter used for nava (neurally adjusted ventilatory assist) treatment broke in the patient¿s stomach. A residue of the edi catheter remains in the abdomen, and a procedure is planned to remove it. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).